Event description:
It was reported that (1) 35nlt was used during a lap nissen fundoplication procedure. It was reported by the rep that in a lap nissen, after (2) exchange of instruments through the trocar the gasket tore. The nurse expressed the frequency of the tear in gaskets they have experienced. It happens if they pass instruments through trocar more than 2x. It is unknown how the case was completed. There was no consequence to the pt.